Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the outage occurred, and access to the pyxis machine was unavailable. A technical support specialist reported that the issue was resolved and determined to be caused by the customer facility network, which was affecting communication to the server. The data synchronization services were restarted on all servers, including the synchronization server. The customer discussed the network communication issue with the information technology team at the facility and resolve the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server user experienced a system outage and was unable to access the pyxis machine. However, there were no delays or adverse events or injuries reported based on this event.